Event description:
Per the reporter, the pt was set to receive a 43mm (approx 7ml) infusion of morphine over 24 hours. The infusion was initiated and one hour later, it was found the entire syringe had been infused. The pt was monitored closely; however, no intervention or medical sequela reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing confirmed the fault condition. Failure analysis revealed the device was missing external seals, internal insulation. Visual contamination confirmed fluid ingression.